Event description:
It was reported that there were concerns of premature battery depletion (pbd) for the subcutaneous implantable cardioverter defibrillator (s-ICD). The device recorded a battery depletion alert. Technical services (ts) reviewed the device data and recommended replacement. A safe replacement interval was provided. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated that the system delivered an inappropriate shock due to minute ventilation (mv) oversensing. At this time, this electrode remains in service. No additional adverse patient effects were reported.